Manufacturer narrative:
Additional information: h3, h4 manufacturer's investigation conclusion: the reported event of low voltage alarms and a cut on the silicone jacket of the black power cable was confirmed. The log files spanned approximately 20 days ((B)(6) 2020 to (B)(6) per the timestamp). Atypical low voltage advisory alarms were active throughout the log file due to fluctuating rsoc voltage while the device was connected to batteries and power module. The fully charged batteries lasted for ~5 to ~12 hours before the controller alarmed. The alarms resolved shortly after activation or changed to a new power source. Atypical power cable disconnect alarms were active on (B)(6) 2020 from 11:11:05 to 11:11:38, on (B)(6) 2020 from 18:53:07 to 18:53:15, on (B)(6) 2020 from 14:58:44 to 14:58:46, on (B)(6) 2020 from 06:45:49 to 06:55:27, and on (B)(6) 2020 from 09:40:19 to 09:48:38 while the device was connected to batteries due to power cable fault not associated with a power source exchange. The alarm cleared on its own shortly after activation. The alarms did not affect the controller ability to operate the pump at the set speed. No other notable event was observed. Initial evaluation of the returned hmii system controller, serial pc-69410, confirmed a cut on the silicone jacket of the black power cable and a missing pin on the white power cable connector. The cut on the silicone jacket on the black power cable was a cosmetic damage that did not damage the wires. This did not affect the controller¿s ability to operate the mock circulatory loop. The returned controller was functionally tested and had higher than expected resistance on the power cables with a short circuit on one of the wires due to a missing pin on the white power cable connector. The observed power cable damage and wire breakdown did not affect the controller¿s ability to support a system at the set speed throughout testing. The root cause for the reported low voltage and power cable disconnect alarms was determined to be conductor breakdown within the cables as well as the missing pin on the white power cable connector. The conductor breakdown appears to be consistent with the repetitive flexing of the cable during use of the device. However, a root cause of the superficial jacket damage and a missing pin on the white power cable connector was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Pc-69410 was shipped to the customer on (B)(6) 2017. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot various alarms including low voltage advisory. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller, and state how to store, transport, and maintain the system controller to prevent damage. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describe the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources and how to connect the power cables. This section explains that when connecting to 14v battery clips, align the half circles inside system controller power cable connector with the power cable connector for the battery clips. Do not try to join misaligned connectors, which can damage them. Firmly push together the two connectors, and tighten the connector nut until secure. Hand tighten only¿do not use tools. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number # 2916596-2020-02622 it was reported that the patient had intermittent "connect to battery" alarms while on power module and on batteries both day and night. Alarms would last for just a few seconds. The patient had rescue tape around black cable of pocket controller due to tear in gray coating. The patient's alarms could not be reproduced in clinic via movement, bending, twisting, or manipulation of cords. Pocket controller was exchanged. The patient also had low voltage alarms. Controller leads might be at fault.